Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, white particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on posterior due to an unidentified (tear) opening.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.